Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. Corrected sections: d4 UDI#; d9; h3-changed to yes; h6- 4114 changed to code 10; 3221 changed to code 114; 67 changed to code 12. The device was returned to the factory for evaluation on 10/16/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw closest to the tip of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire within the jaws of the device was exposed and protruding into the crux of the jaws. Because this was noticeable on plain sight the surgical team did not use the kit and instead decided to open another one prior to the start of the case. There was no procedural delay and there were no relevant associations or complications with the patient at all.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2, h-3,h-6, h-10 the lot # 3000395684 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.